Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the observed tidal volume value was lower than the expected set value. No patient or user harm reported. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. This investigation is ongoing.